Event description:
It was reported that since the patient had the implant in their body it had been rejecting the implantable neurostimulator (ins). The patient has been in pain since having the ins. The patient had blood work done the day prior and had an MRI scheduled for their back and spine where the leads were. It was stated ¿they were debating on taking out the ins but will now after having testing done.¿ the patient was seeing an infectious disease doctor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).